Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the water leaking from the connector part of the cable cap destroyed the electronic circuit and the image was not displayed. As to the damage to the connector part of the cable cap, the following is described after checking the contents of the instruction manual at the time of product shipment. As a result, we judged that the indicated phenomenon can be prevented. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no picture when the device was plugged in. There was a crack on the cable cap. The device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, in the beginning of a laparoscopically assisted vaginal hysterectomy (lavh) diagnostic procedure, the picture went black while using the high-definition autoclavable camera head connected to a high-definition cord. The only device attached the high-definition cord was a scope. It was determined the high-definition cord was not working. The cord was replaced with a different one and the intended procedure was completed. There was a small five (5) minute delay to acquire the new high-definition cord. The patient was under general anesthesia. No other device was replaced during the procedure. No patient harm reported. The cord was inspected prior to use with no issues noted